Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4). Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the seal was broken on the implant (B)(4) box. It was also reported that they were able to complete the procedure with different implant in the same day.

Manufacturer narrative:
One t3 implant box was returned for inspection with an inner sterile tray and implant. A visual inspection revealed that the box is noted to have a broken seal at the top flap. The inner sterile tray is noted to be undamaged. Sterility is not believed to have been compromised. The reported event could not be verified, as it is not known if these were the conditions the box was delivered in. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction is unconfirmed with the information provided. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.